Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to be loose in the proximal end caused by a cracked clamping pulley. A loose pitch cable at the proximal end is often caused by broken cable, cracked clamping pulley, loose clamping pulley screw. A visual inspection of the backend found evidence of a cracked clamping pulley that would have caused the pitch loose cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and was attempting to manipulate the instruments. The failure was related to an inability to move the instrument. The movement was lesser than intended but moved in the right direction. The instrument would not move in full motion the surgeon had intended to. The timing of the movement was appropriate. There was shakiness observed and was no arm-to-arm interference. There were no external collisions. The issue was persistent. The surgeon was trying to clip in a cholecystectomy. There was no patient injury. The clip applier was removed from the sterile field. The instrument was not inspected prior to use. The instrument is available to be returned. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred when attempting to place a clip around a vessel/tissue. There was no unexpected motion during clip closure. There were no fragments that fell inside the patient. The regulatory report number, 2955842-2025-32207, has been populated from a related record since both the mdrs were reported for the same event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument will not move with the surgeon's wrist movements. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.